Event description:
A malfunction event was reported, indicated by the display of a malfunction code. There was no adverse impact on the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, and the pump was successfully reset without further recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if any issues reoccurred, to which they agreed and understood.